Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The product analysis lab evaluated the device. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain due to use error, as the tidal ultrafiltration removal was set too low. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 4092ml. The largest prescribed fill volume was 2500ml. This meets iipv criteria. (B)(4) contacted the nurse on (B)(6) 2010. According to the nurse the patient did big exchanges, however, he did not report any symptoms of overfill. The patient has since been transferred to hemodialysis. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A labeling review was performed and found the labeling to be adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).